Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v. The contact stated the lens did not advance properly through the cartridge. The lens was not implanted and there was no patient contact or injury. It was stated the aq cartridge fp was used, but the lot number was unknown. The onctact could not recall the model and lot numbers of the injector used.